Event description:
It was reported that the right ventricular (rv) lead had high impedance, oversensing, and a possible fracture. The lead currently remains in use but lead revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pace impedance steady at 460 ohms through 2015 (B)(6), then begins to vary with out of range (> 3000 ohms) measurements starting week ending 2015 (B)(6)2. Alert for out of range subthreshold lead impedance on 2015 (B)(6).

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).